Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified. The cloudy image was unable to be reproduced. It is likely that that minute water droplets adhered to the dirt, making the image difficult to see. In addition, since the adhesive part around the objective lens deteriorated and the chamfered part of the objective lens was exposed, it is also likely that light outside the field of view formed an image inside the objective lens and caused a flare. Strong resistance at the suction mouthpiece when the cleaning brush (bw-20t) is inserted from the suction cylinder to the suction mouthpiece most likely occurred due to a large amount of white powder that was discharged when the brush was inserted. It was confirmed that white dirt was attached to multiple places on the suction channel, suction cylinder, and suction mouthpiece. Lastly, the white powder was analyzed and it was found that it was silicone. It is difficult to identify because silicone is used for various purposes, although it likely originated from a silicone-based drug. It was confirmed that the suction channel and suction cylinder were not being brushed during procedures other than biopsy at the facility. It is likely that dirt may have accumulated due to inappropriate reprocessing that deviated from IFU, and we cannot deny the causal relationship between event 3 and the reprocessing method of the facility. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis lucera elite gastrointestinal videoscope exhibited cloudy images and fogging images frequently. The customer reported that when water was supplied, the fogging disappeared. In addition, strong resistance at the suction mouthpiece when the cleaning brush (bw-20t) inserted from the suction cylinder to the suction mouthpiece. It was reported that the event occurred during an unknown procedure. Upon inspection and testing of the returned device, foreign material (white dirt) was found exiting the scope suction channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to reproduce the reported image fogging; however, confirmed the cleaning brush resistance due to foreign material (white dirt) exiting the scope suction channel during inspection and testing. Upon further evaluation of the returned device the following defects were found, cloudy image, strong resistance at the suction mouthpiece, white dirt out of the suction channel, and deterioration of the lighting lens adhesion part. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.